Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported that the customer's insulin pump had a crack on the right top corner of the lcd screen. The customer's blood glucose was 226 mg/dl. Advised the customer to disconnect from the insulin pump, and to revert to their back-up plan. No further information was reported.